Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pumps screen breaking and the white line across it. The customer¿s blood glucose was unknown. Customer states the pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests; however there was a thin horizontal white line running across the center of the screen as the customer noted. Upon further review of the unit's interior, there are no signs of corrosion or previous moisture damage anywhere inside. After swapping the boards into another case and then swapping a known good electrical board onto electrical board, the problem seems to be isolated to electrical board.